Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent broke into two pieces during a stent removal procedure. The stent was initially placed on (B)(6), 2011 and it is unknown if the stent was monitored during indwelling time. Reportedly, the stent was calcified and only a portion of the stent could be removed during the removal procedure. Approximately 75% of the stent remained inside, from the u2 (mid urethra) to the inner bladder. The patient's condition at the conclusion of the procedure was reported to be "good." A second procedure was performed on (B)(6), 2012 to remove the remaining stent fragment. The fragment was successfully removed using a cystoscope and forceps without complication to the patient. Although the patient's exact age was not provided, the patient is reportedly over 18 years old.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent broke into two pieces during a stent removal procedure. The stent was initially placed on (B)(6), 2011 and it is unknown if the stent was monitored during indwelling time. Reportedly, the stent was calcified and only a portion of the stent could be removed during the removal procedure. Approximately 75% of the stent remained inside, from the u2 (mid urethra) to the inner bladder. The patient's condition at the conclusion of the procedure was reported to be good. A second procedure was performed on (B)(6), 2012 to remove the remaining stent fragment. The fragment was successfully removed using a cystoscope and forceps without complication to the patient. Although the patient's exact age was not provided, the patient is reportedly over 18 years old.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the returned device revealed that the polaris ureteral stent was torn. Only half of the stent was returned for analysis. Additionally, the stent presented calcification attached to the renal end. Operational context is the most probable root cause for this complaint due to anatomical factors, the calculus was attached to the stent and the stent was torn when the physician attempted to remove the device thus limiting the performance of the stent.